Event description:
(B)(6) 2022 ¿ implantation of 2 urolift prostate retraction devices. Bleeding was expected to last 2-4 weeks however, urinary and seminal blood continued routinely for approximately 16 months. After a brief reprieve it is almost 2 years post-implantation and bleeding has resumed. Follow-up imaging and a second opinion reveal no clear cause or remedy. The bleeding is worse with physical activity. Some discomfort has persisted but is worse when blood is evident. Lab results and images were reviewed by 2nd physician on (B)(6) 2023, nothing determined. "22089430".